Manufacturer narrative:
The investigation determined that a lower than expected ckmb result was obtained from a patient sample processed using vitros ckmb slides on a vitros 5600 integrated system. The most likely assignable cause for the event is instrument related, as a within-run precision test was outside of ortho clinical diagnostic guidelines, indicating the vitros 5600 system was not performing as intended. The ortho field engineer performed service actions and the post service within-run precision was acceptable indicating the vitros 5600 system was performing as expected. Following service actions, acceptable vitros ckmb performance was observed.

Event description:
The customer observed a lower than expected ckmb result from a patient sample (2.2 ng/ml versus expected 3.0 ng/ml) processed using vitros ckmb reagent on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were not reported from the laboratory. There were no allegations of patient harm as a result of the event. (B)(4).